Manufacturer narrative:
All testing gave acceptable results; no malfunction observed with the returned system.

Event description:
On (B)(6) 2013, it was reported that on (B)(6) 2013 at 12:30am the patient's girlfriend detected that the patient was unconscious and cramped. She administered glucagon via syringe and called an emergency doctor. At 12:45am the emergency doctor administered a shot of glucose and the patient's blood glucose level was 50 mg/dl. On (B)(6) 2013 the patient's blood glucose level was 18.1 mmol/l (325.8 mg/dl) at 9:55pm and he experienced seizures. The patient was hospitalized. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.